Event description:
An 84-yr-old white female nursing home resident was being bathed in a lift's low-back chair, which has a single waist safety belt that is supposed to be secured through a double-d ring fastener. After bathing, resident was raised 4' off the floor and rotated away from whirlpool, wherein she leaned forward and belt came undone, allowing resident to fall face first to the concrete. Resident remained conscious post-accident, but died approx 24 hrs later due to severe head injuries. She also sustained 2 broken legs, broken jaw, broken nose, broken wrist and multiple lacerations.